Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.